Event description:
It was reported that the piston on the pump would not extend fully intermittently, creating a "gap" between the piston and the cartridge and impeding insulin delivery. Customer¿s blood glucose (bg) level due to this ongoing issue was displayed as "high" on (B)(6) 2025, although a specific value was not given. The customer addressed their bg with a manual injection. The customer reverted to an alternate method of insulin therapy.